Manufacturer narrative:
The mega suturecut needle driver instrument has been received for failure analysis evaluation; however, the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair procedure, the mega suturecut needle driver instrument broke inside the patient. A fragment fell into the patient and was retrieved during the same procedure. The device fragment fell inside the patient while the surgeon was grasping. The surgeon was unsure of what caused the fragment to detach. The fragment was successfully retrieved, and confirmation was made that all fragments were removed. No additional surgical procedure was required for removal, and no post-operative imaging such as x-ray or ultrasound was performed. The procedure was completed robotically, and a backup instrument¿a second mega suturecut¿was opened to finish the case. There was no injury to the patient, and the patient has not returned to the hospital for any complications related to a retained foreign object. The instrument has already been returned to isi for evaluation; however, the fragment was discarded and will not be returned. No photographic images or video recordings of the device or procedure are available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver instrument was received and failure analysis found the instrument to have a broken grip cable at the distal end.